Event description:
It was reported that the door of a novum iq large volume pump would not open, however, the device indicated that the door was open. It was unknown whether a patient was connected to the device at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. Correction: d4: expiration date (update to n/a). H11: the device was received for evaluation. During functional testing, the front door panel could not be opened due to a stuck latch. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the stuck latch was due to dried fluid ingress. The lvp mechanism requires replacement to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.